Event description:
Procedure: lap cholecystectomy. According to the report: when the surgeon operated the metal ring, it was disengaged and fell into the cavity. Additional resection of tissue was done to remove the piece. Used another device.

Manufacturer narrative:
Date initial report sent: 10/08/2009.